Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A center director reported patient with itchy and crusty eye that were stuck shut at lasik post-operative visit. Add'l info indicated patient has a history of a chemical injury and internal hordeolum of the right eye. Add'l info has been requested. This report reference the right eye. An add'l info has been requested. This report references the right eye. An add'l report will be filed for the left eye.